Manufacturer narrative:
Despite the repeated attempts, nakanishi received from the dentist neither information about the patient nor information about whether or not the device involved in the event would be returned. Due to the device not being returned from the dentist, nakanishi examined the device history record (DHR) for the subject m95l device [serial no. (B)(6)]. As a result of the examination, nakanishi found that the DHR indicated that no problems occurred during manufacturing and testing of the subject device.

Manufacturer narrative:
Nakanishi is trying to obtain detailed information about the event, including information about the patient.

Event description:
On (B)(6) 2021, nakanishi received a phone call from a distributor (nsk america latina) about a patient's accidental ingestion of a handpiece headcap. The information nakanishi obtained from the communication is as follows: - the event occurred on (B)(6) 2021. - a dentist was performing a dental procedure on a patient using the m95l handpiece (serial no. (B)(4)). - during the procedure, the headcap came loose from the handpiece, and the patient swallowed the headcap.